Manufacturer narrative:
Corrected data: in review, it was noticed that "other" was inadvertently selected in section e1 (initial reporter country) of the initial MDR report which is incorrect. The country that should have been selected is "united states of america"; therefore, the information has been corrected in this supplemental MDR report. It review, it was also noticed that the information "complaint history review" was inadvertently not included in the follow up #1 report; therefore, the information has been captured in this supplemental MDR report accordingly: section e1: initial reporter country: (B)(6). Complaint history review: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Section h6: type of investigation: 4109 - historical data analysis. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: mar. 18, 2024 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck in the cartridge with the lead haptic not folded. The cartridge tip was observed to be slightly deformed/damaged. Ovd was observed inside the cartridge; however, it was not disbursed evenly throughout the cartridge indicating that an insufficient amount of ovd may have contributed to the complaint issue reported. The lens was removed from the cartridge and cleaned revealing damage on the surface of the lens. Damage on the edge of the haptic was also observed. No further issues were identified. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling prior to insertion, a tecnis eyhance intraocular lens (iol) was pulled and opened per surgeon's request. The customer was able to load the iol but noted that the haptic is bent the wrong way. There was no patient contact. There was no incision enlargement, no vitrectomy, no sutures done, no other secondary surgical intervention. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.